Event description:
As reported by the user facility: event 1: brief inquiry description: significant air accumulation alarm with vasopressors. Detailed inquiry description: "I just wanted to let you know I've received a report of significantly disruptive air accumulation alarms on critical medications (vasopressors), on two of our patients. The lot number was confirmed 0061905277, and tubing was primed via the pump. The tubing was not saved by staff for me to submit, unfortunately." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.